Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. During the call, the connected was restored. Dexcom representative advised the patient and patient's mother on troubleshooting steps if needed at a later time. No additional patient or event information is available.